Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The date of knowledge that the patient deceased is the (B)(6) 2023. Based on the available data, (B)(6) 2023 can be assumed as the date of death. All abnormalities after this date are related to the patients death. The analysis of the provided data, acquired between the (B)(6) 2023 to (B)(6) 2023 recorded a ventricular shock impedance >3000 ohms. On the (B)(6) 2023 an atrial lead impedance >2000 ohms with a drop to <200 ohms on (B)(6) 2023 was detected. Further analysis showed that at least one shock was delivered on (B)(6) 2023 and in total 10 shocks were delivered between the (B)(6) 2023 and (B)(6) 2023 with 9 out of 10 ineffective shock deliveries. The analysis of the provided iegm episodes from the (B)(6) 2023 revealed ICD charging cycles due to ventricular tachycardia. Episodes from the (B)(6) 2023 revealed artifacts on the atrial channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient died at home on (B)(6) 2023. The lead was reportedly known to have shock impedances >3000 ohms since 2020. When the ICD was replaced on (B)(6) 2023, the lead was reportedly left in place.